Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and cleaned the integrated multisensor technology (imt) manifold. The cse also replaced the salt bridge valve and the imt probe metering pump. The cse performed an air elimination test on the imt probe fluidics. The cause of the discordant sodium result is unknown. The cse successfully ran quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant, falsely low sodium (na) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The patient sample was repeated on the same instrument, which resulted higher. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant na result.